Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient presented severe hemorrhagic shock after puncture of a double lumen (d/l) hemodialysis catheter in the common femoral artery and superficial on the left, associated with breakage of the guide during puncture. The patient died. Based on available information it is not possible to determine whether or not the device contributed to the patient death.